Event description:
The dealer stated that the scooter will speed up and slow down on its' own.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.